Event description:
It is reported that the fms was inserted into the patient 3 times within 1 hour and was expelled each time. There is no indication that the balloon was fully inflated when it was expelled, and whether it had 45cc of fluid inserted. Lastly, territory manager stated that the outcome taken was the insertion of a bard fecal management in the patient afterwards, and the patient was able to keep it inserted.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information becomes available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. A return sample for evaluation is not expected. Convatec will continue to track and monitor such complaints according to it's complaint handling and CAPA procedures.